Event description:
The manufacturer received information from a third party service center alleging an issue with a ventilator's sensor board. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, 'service required" codes were observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.